Event description:
Customer reported that the insulin pump returned two motor error alarms. Customer reported that one of the motor error alarms occurred during basal and the other during bolus. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 212 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacment test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.